Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an instability on the screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Communication/interviews: a getinge field service engineer (fse) advised the customer that the instability of the screen can be resolved by giving some light slaps behind the screen, which corrected the issue. Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event, since the problem was resolved. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an instability on the screen. There was no patient involvement reported.